Event description:
This event is described per the medwatch form that was received from the hosp: pt was admitted for laparoscopic cholecystectomy. During the procedure, the clip applier was inserted to apply a clip to the cystic artery. The clip applier torqued and instead of closing the artery, the artery remained open. The clip was stuck in the applier and applier could not be removed. Due to bleeding, an open cholecystectomy was performed.